Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to confirm excessive no delivery alarm and unable to perform any tests due to motor error alarm.

Event description:
Customer reported via phone call that the insulin pump had no delivery alarm. Customer's blood glucose value was unknown. Customer was changing his infusion set and encountered alarm during manual prime. Insulin pump will be returned for analysis.